Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4), the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Products: (B)(4) implantable pulse generator (ipg) implanted: 2010 (B)(6); 5076-45 implantable pacing lead implanted: 2010 (B)(6). (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no additional information. The right atrial lead was analyzed and tested out of specification. Additional information obtained from the funeral home indicated the cause of death as sepsis. Additional information related to the circumstances of the patient death and the source of the sepsis have been requested and not received.